Event description:
It was reported that an insulin cartridge in the ilet pump leaked overnight, after which the user cleaned the ilet chamber and replaced the cartridge; subsequent blood glucose values were elevated in the mid-200 mg/dl range before trending downward after the intervention. Symptoms included hyperglycemia. Outcomes included temporary elevated glucose without escalation of care. Investigation included user coaching on device care, inspection of the pump chamber by the user, and continued glucose monitoring with follow-up to assess trend resolution. Investigation of this case revealed a suspected cartridge or sealing issue that resulted in leakage and reduced insulin delivery, with no alerts or alarms reported and no ongoing issues after supply replacement and chamber cleaning. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique and/or a transient cartridge integrity issue.